Manufacturer narrative:
Na. (B)(6).

Event description:
The customer received questionable results for multiple patient samples from the cobas e 411 rack analyzer. Of the data provided, only 17 results were discrepant. The erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The customer alleged erroneous results were reported for 5 patients. From the original result, some patients were diagnosed as not having a heart attack but based on the corrected results were indeed having a heart attack. Patients were admitted to the hospital and have since been discharged. No serious adverse event was reported. There was no evidence that any patient was adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found the bead mixer belt was hung up which caused the paddle to not move. He adjusted belt and performed mixing, mechanical, and operational checks which all passed.